Event description:
Patient had a cardiac catheterization. The the cath was diagnostic only with femoral access. Upon removal of the micro puncture wire, there was resistance, and it was noted that a piece of the wire was retained in the patient's groin. Vascular was consulted and a CT scan was performed.